Manufacturer narrative:
D4- the UDI is not known as the part and lot number were not provided. The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment and patient effect appear to be related to operational circumstances. It was reported that the guide wire encountered resistance during removal and a material separation was observed. Factors that may contribute to difficulty advancing the guide wire include, but are not limited to, procedural contaminants, outer diameter of the guide wire, interaction with challenging anatomy, and/or damage to the guide wire. Based on the information provided and because the distal portion of the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement. Manipulation of the wire, when resistance with the catheter was met, likely contributed to the reported material separation. The separated portion of the wire unable to be removed from the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was performed to treat a lesion in the anterior tibial artery. The whisper guide wire was advanced with resistance noted. During use the tip broke off. Attempts to retrieve the separated portion were unsuccessful and the tip remains stuck in the lesion. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.